Event description:
The patient had surgery due to battery depletion, and high impedance was identified. The physician then performed a full revision. It was not clear what type of diagnostic test was performed. The hospital does not return devices to the manufacturer, but discard them instead. Therefore, no analysis could be performed. No further relevant information has been received to date.